Event description:
It was reported during an ischemic ventricular tachycardia (isvt) procedure, there was noise on the 12-leads and the ablation distal and proximal when rf was delivered with the power over 20 watts. Moving the indifferent electrode away from the carto 3 patches and cables did not resolve the issue. Changing the ez steer thermocool sf navigational cable did not resolve the issue. The ez steer thermocool sf navigational catheter was changed and the noise was resolved. The carto 3 system was ready for use. There was no patient injury reported in this case. Upon request, additional information was received on the event. The noise occurred on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 system and ep recording system at the same time. The noise was so bad that they could not see any signals on any channels. The physician was not able to interpret any signals. They were unable to continue the procedure with this noise until they replaced the catheter. Replacing the catheter resolved the noise issue.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4).